Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was not able to duplicate the "fiber optic issue". After that the fse had further performed the checkout of a unit in which the unit had passed all the functional and safety tests. The equipment works according to the manufacturer's specifications.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior before use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic reading issue. There was no patient involved.